Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urethral erosion is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion at the cuff site. The physician noted that the patient has multiple unrelated bladder and urethral issues, which were believed to have contributed to the erosion. A surgical procedure was performed in which only the cuff was explanted; the remaining components were capped and retained for future use. There were no additional patient complications reported.